Manufacturer narrative:
Additional information that was not submitted initially: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As nipro, thailand is an OEM manufacturing site. The following fields were updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 28-mar-2023. Bd received 5 samples for investigation. The samples were evaluated by visual examination and functional testing, each used to draw 10 vacutainer tubes, and the indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, 5 retention samples from bd inventory were evaluated by visual examination and functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set blood came out of safety lock during use. The following information was provided by the initial reporter: customers of this laboratory complained that blood came out of the safety lock blood collection set during use.

Manufacturer narrative:
Medical device brand name: bd vacutainer® safety-lok¿ blood collection set. Initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd corporate headquarters in (B)(6) has been listed, and MFR site as nipro, thailand is an OEM manufacturing site.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set blood came out of safety lock during use. The following information was provided by the initial reporter: customers of this laboratory complained that blood came out of the safety lock blood collection set during use.